Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. The cause of death was ventricular fibrillation which was not successfully converted to sinus rhythm by the implantable cardioverter defibrillator. It was noted that the device had detected an "over current" or possible high voltage circuit damage which triggered the device to hold therapy in order to protect the implantable cardioverter defibrillator from damage. It was suspected that the device and lead failure contributed to patient's death. No additional information was reported.

Manufacturer narrative:
A partial lead connector portion was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received listed the cause of death as atherosclerotic and hypertensive cardiovascular disease. Related manufacturer reference number: (B)(4).